Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(6) and a coaguchek xs professional meter (serial number unknown). At 4:30 p.m., a sample from the patient was tested using the coaguchek vantus meter, resulting in a value of 3.2 inr. Two minutes later, a sample from the patient was tested using the same meter, resulting in a value of 2.4 inr. At 4:15 p.m. On (B)(6) 2026, a sample from the patient was tested using the coaguchek vantus meter, resulting in a value of 2.4 inr. Within one hour, a sample from the patient was tested using a laboratory's coaguchek xs professional meter, resulting in a value of 1.3 inr. The patient believed the result measured from the coaguchek xs professional meter was accurate. The patient's therapeutic range is 2.0 - 3.0 inr.